Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv. Customer collected sample-1 from patient 1 on (B)(6)2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative (not reported to the physician). Sample-1 retest-1 occurred (B)(6)2021 and tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to the physician). Review of data provided by the customer showed no evidence of product malfunction and there was no known harm to patient.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress sars-cov-2/flu/rsv. Customer collected sample-1 from patient 1 on (B)(6)2021, which was tested on xpert xpress sars-cov-2/flu/rsv and resulted as sars-cov-2 negative, flu a negative, flu b negative, rsv negative (not reported to the physician). Sample-1 retest-1 occurred (B)(6)2021 and tested on xpert xpress sars-cov-2/flu/rsv, resulted in sars-cov-2 positive, flu a negative, flu b negative, rsv negative (reported to the physician). The root cause was determined to be target/s near limit of detection or near cut-off. There is no evidence of product malfunction and there was no reported harm. As per section 3 of xpert xpress sars-cov-2/flu/rsv eua IFU; negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2/flu/rsv and the unavailability of that product lot to be returned to cepheid.